Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an implantable cardioverter defibrillator that was over-sensing post paced t-waves. No resolution was reported, and the patient was stable.

Event description:
New information received on (B)(6) 2020, indicates that the patient presented in clinic with more post-paced t-wave oversensing. Programming changes were made, and the patient was stable.